Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and a short circuit on capacitor designator c160 was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device logged an event code. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device logged an event code. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no patient use associated with the reported event.